Event description:
According to the reporter: staples did not form properly on two occasions. The procedure was converted to open to control bleeding with suture. Blood loss was reported as less than 250cc.